Manufacturer narrative:
Concomitant medical products: part number: 00597206535, nexgen all poly patella, lot number 63231267; part number : 00596401651, nexgen lps-flex femoral component lot number 63023971; part number: 00598004702, nexgen stemmed pre-coat tibial component lot number: 63160440; part number: 00598009000, stem extension replacement screw lot number: 63279487; part number: 00596009900, taper stem plug lot number: 63209138.

Event description:
It was reported that a patient underwent a total left knee arthroplasty due to osteoarthritis. Subsequently, the patient underwent manipulation and debridement followed by revision of the articular surface and patellar component

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the packaging inserts for both devices dislocation, limited range of motion and instability are both known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total left knee arthroplasty due to osteoarthritis. Subsequently, the patient underwent manipulation and debridement followed by revision of the articular surface and patellar component. Revision operative notes indicated that the patella had dislocated beyond 30 degrees of flexion. There was abundant scar tissue in the lateral and suprapatellar regions as well as along the patellar button as well. It was noted that the patellar button was damaged due to the repeated dislocations which resulted in its removal. The tibial bearing was evaluated to determine if downsizing this component would decrease the subluxation. However, it was found that there was minimal effect and that the knee was subsequently more unstable with a smaller bearing in place. There were no problems with the femur noted and the device remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).